Event description:
The customer reported his blood glucose reached 22.0 mmol/l (396 mg/dl) less than 24 hours after the pod was activated and he had to go the emergency room. He did not provide any further info regarding the ER visit or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.